Event description:
On 04/09/2024, it was reported by a sales representative via (B)(4) that an ar-200m motor with cable is not sealing and leaking blood from the housing where the clip is located to lock the burr attachment into place. The facility attempted to clean device for 2+ hours with no avail. This occurred after use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-200m serial/batch number (B)(6) was received for investigation. Functional testing could not be conducted due to the absence of the necessary mating part for testing. A visual inspection revealed signs of wear and tear. The evaluation of the customer's provided pictures substantiates the claim of leakage. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.